Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary visual inspection found the k-wire ø2.8 w/spade point tip stucked in the target of the aiming block f/scr ø5 f/lcp paed-hippl confirming the unable to disassemble condition. A dimensional inspection was not performed due to post manufacturing damage. A functional test was performed trying unsuccessfully to disassemble the mating devices. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces such as inserting off axis the mating device. The overall complaint was confirmed as the observed condition of the k-wire ø2.8 w/spade point tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part #: 03.108.005, lot #: 7877p68, manufacturing site: balsthal, release to warehouse date: 07-nov-2023. A manufacturing record evaluation was performed for the finished device # 03.108.005 lot # 7877p68, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on january 5, 2024, the k-wire is jammed in the target block during an ongoing surgery. This had already happened twice before (in 2023), but the target blocks were simply replaced because it was assumed that it was a handling error. Now the problem occurred again and, it was not a user error because there are several ors operating in two departments. There was no reported patient harm. The surgery was completed with another device. This report involves one (1) 2.8mm kirschner wire spade point 200mm. This is report 2 of 2 for (B)(4). This product complaint, (B)(4) is related to (B)(4).